Event description:
"."

Manufacturer narrative:
A temporal relationship exists between hd therapy, the optiflux f250 nre dialyzer, optiflux 180 nre dialyzer and the reported adverse event(s) of hemolysis and death. A follow-up e-mail from the dqp on (B)(6) 2018 indicated this patient experienced hemolysis and subsequently expired on (B)(6) 2018, however based on the available information, causality cannot be determined. Furthermore, there is no documentation or evidence to indicate any fresenius device(s) malfunctioned or did not function as expected. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, the hemodialysis clinic indicted that an additional customer event. It was indicated that the patient experienced hemolysis after receiving dialysis and subsequently expired on or about (B)(6) 2018. Additional information has been solicited. Two different types of dialyzers were reportedly used for the patient¿s treatment. The clinic reportedly submitted a voluntary medwatch for this event.

Manufacturer narrative:
A temporal relationship exists between hd therapy, the optiflux f250 nre dialyzer, optiflux 180 nre dialyzer and the reported adverse event(s) of hemolysis and death on (B)(6) 2018. While the patient¿s esrd death notification form states the patient¿s primary cause of death was ¿accident related to treatment;¿ it cannot be determined to what extent the optiflux f250 nre dialyzer and/or optiflux 180 nre dialyzer may have caused or contributed to the patient¿s death. Manufacturer failure analysis of the optiflux dialyzers in use at the time of the event, as well as companion samples did not yield any non-conformances or product deviances that may have played a contributory role in the patient¿s adverse event(s). The hd treatment record states the patient experienced symptoms of itchy dark red blotches on his chest, nose and behind the ears which were treated with IV benadryl, which suggests the patient may have had an allergic reaction. Additionally, it was alleged the patient had hemolysis during hd treatment on (B)(6) 2018. However, the concomitant use of baxter products during the hd treatment could have been associated with the patient¿s symptom(s) and alleged hemolysis event during the hd therapy. Although rare, it is known that hypersensitivity or anaphylactoid reactions to optiflux dialyzers and other element in the extracorporeal circuit can occur during hemodialysis (1,2). Additionally, hemolysis is a known risk with the hemodialysis procedure. Furthermore, the patient was advised to go to the ER at the end of hd treatment; however the patient declined and went home ama. It is unknown when in relation to the end of hd treatment the patient was hospitalized and suffered a fatal outcome. Therefore, the delay in further medical evaluation after the patient event(s) during hd may have been a confounding factor in the severity of this case leading to the patient¿s expiration.

Event description:
Additional information was solicited and received regarding a suspected event of hemolysis after receiving in-center hemodialysis [ic(hd)], and the subsequent expiration of this elderly (B)(6) male patient with end stage renal disease (esrd), on hemodialysis (hd) thrice weekly for renal replacement therapy (rrt). The pre-treatment assessment revealed the patient was alert and oriented, regular heart rate, denied any chest pain, lungs clear and no edema noted. The treatment was initiated at 6:06 am utilizing a right forearm fistula and 15 gauge needles. The treatment record indicates at 6:43 am, the machine began alarming ¿blood pump rate¿ (specifics unknown). The alarm was assessed, and the decision was made to discontinue the current hd treatment and resume therapy on a different machine. However while approaching the end of the rinse back (blood) procedure itchy dark red blotches were noted on the patient¿s chest, nose and behind the ears. Additionally the patient complained of an upset stomach. Vitals at the time of the event: blood pressure (bp) = 145/98 and heart rate (hr) = 85. At this point the nephrologist was notified and ordered intravenous (IV) benadryl 25 mg, which was given at 7:10 am. The hd treatment notes indicate the patient ¿felt warm¿ after rinse back, however the patient¿s temperature (t) was 98.3 at the time of the complaint. The treatment was restarted at 7:12 am without difficulty, and the patient was given 2 liters of oxygen via nasal cannula for comfort (details unknown). Vitals at restart: bp = 135/70 and hr = 105. The treatment progressed without incident until 9:13 am, when the patient complained of nausea, dry heaves and cold chills. Vitals at the time of the event: bp = 131/77, hr 124. No intervention was documented for these events, however it was noted the nephrologist came to evaluate the patient before discharge. The patient was encouraged by the nephrologist and primary care nurse to go to the emergency room (ER) for evaluation, however the patient declined stating his daughter would be home with him should anything ¿unusual¿ happen. The patient was discharged home against medical advice (ama). Vitals post treatment: 9:15 am: bp = 128/78, hr = 132 and 9:23: bp = 146/79, hr = 131. Patient completed approximately 3.0 hours of a 3.5 hour hd treatment. Ultrafiltration (uf) goal was 2.0 liters, however only 1.4 liters were removed. Later the same day (timeline unknown), the patient was taken to the hospital (details unknown) and subsequently expired. The details surrounding the hospitalization and subsequent expiration of the patient are unknown as the discharge summary is unavailable at the time of this investigation. However the esrd death notification was received on 30/apr/2018 and listed the cause of death as ¿accident related to treatment.¿

Manufacturer narrative:
Correction: d4: model number, UDI: (B)(4).

Event description:
".".

Manufacturer narrative:
Follow up submission 4 was inadvertently not sent. There is no new information, follow up submission 4 is being sent per request for processing of follow up submission 5.

Event description:
During routine follow up on an unrelated customer experience, the hemodialysis clinic indicted that an additional customer event. It was indicated that the patient experienced hemolysis after receiving dialysis and subsequently expired on or about (B)(6) 2018. Additional information has been solicited. Two different types of dialyzers were reportedly used for the patient's treatment. The clinic reportedly submitted a voluntary medwatch for this event. Additional information was solicited and received regarding a suspected event of hemolysis after receiving in-center hemodialysis [ic(hd)], and the subsequent expiration of this elderly (B)(6) patient with end stage renal disease (esrd), on hemodialysis (hd) thrice weekly for renal replacement therapy (rrt). The pre-treatment assessment revealed the patient was alert and oriented, regular heart rate, denied any chest pain, lungs clear and no edema noted. The treatment was initiated at 6:06am utilizing a right forearm fistula and 15 gauge needles. The treatment record indicates at 6:43am, the machine began alarming "blood pump rate" (specifics unknown). The alarm was assessed, and the decision was made to discontinue the current hd treatment and resume therapy on a different machine. However while approaching the end of the rinse back (blood) procedure itchy dark red blotches were noted on the patient's chest, nose and behind the ears. Additionally the patient complained of an upset stomach. Vitals at the time of the event: blood pressure (bp) = 145/98 and heart rate (hr) = 85. At this point the nephrologist was notified and ordered intravenous (IV) benadryl 25 mg, which was given at 7:10am. The hd treatment notes indicate the patient "felt warm" after rinse back, however the patient's temperature (t) was 98.3 at the time of the complaint. The treatment was restarted at 7:12am without difficulty, and the patient was given 2 liters of oxygen via nasal cannula for comfort (details unknown). Vitals at restart: bp = 135/70 and hr = 105. The treatment progressed without incident until 9:13am, when the patient complained of nausea, dry heaves and cold chills. Vitals at the time of the event: bp = 131/77, hr 124. No intervention was documented for these events, however it was noted the nephrologist came to evaluate the patient before discharge. The patient was encouraged by the nephrologist and primary care nurse to go to the emergency room (ER) for evaluation, however the patient declined stating his daughter would be home with him should anything "unusual" happen. The patient was discharged home against medical advice (ama). Vitals post treatment: 9:15am: bp = 128/78, hr = 132 and 9:23: bp = 146/79, hr = 131. Patient completed approximately 3.0 hours of a 3.5 hour hd treatment. Ultrafiltration (uf) goal was 2.0 liters, however only 1.4 liters were removed. Later the same day (timeline unknown), the patient was taken to the hospital (details unknown) and subsequently expired. The details surrounding the hospitalization and subsequent expiration of the patient are unknown as the discharge summary is unavailable at the time of this investigation. However the esrd death notification was received on (B)(6) 2018 and listed the cause of death as "accident related to treatment."

Manufacturer narrative:
The manufacturing plant received one companion sample from the customer. During the investigation there were no defects or non-conformance's observed on the returned sample and all testing passed. There was no non-conformance, rework, or other manufacturing related event found relating to the complaint investigation. No other complaints have been reported against the lot number. There was no allegation made of a dialyzer malfunction or defect related to the treatment. The production record was reviewed and there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.